Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03308, 0001825034-2020-03309. Concomitant medical devices: unknown maxim femoral catalog#: ni lot#: ni, unknown maxim tibial insert catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing left knee pain approximately sixteen (16) years post implantation. No revision procedure has been reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
D11 medical devices: maxim ilok ana pri fml 60 lt catalog#: 140031 lot#: 498610, max pri dcm tib brng12x63/67mm catalog#: 11-146132 lot#: 903920, bmet arcom ap pat 3pst 31mm sm catalog#: 11-150840 lot#: 066830. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing left knee pain approximately seventeen (17) years post implantation. No revision procedure has been reported. Attempts have been made and no further information has been provided.